Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 369 mg/dl on her blood glucose meter and a reading of 135 mg/dl on another brand of meter. No decision to treat was made on the alleged faulty meter. The difference in values was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.